Event description:
Customer stated: unit blower is putting out black dust. Customer's pt did not seek medical treatment due to this event "black dust".

Manufacturer narrative:
Npb will notify FDA when failure investigation is completed.